Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date that during an unknown procedure on (B)(6) 2020, the driving cap broke off inside the insertion handle while malleting. There was no surgical delay. Procedure outcome is unknown. There was no negative impact on the patient. Concomitant device reported: insertion handle (part # 03.010.486, lot # 8373318, quantity 1), unknown mallet (part # unknown, lot # unknown, quantity unknown)). This complaint involves one (1) device. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: a review of the device history record. Device history lot : part: 03.010.523, lot: 8718718, manufacturing site: bettlach, release to warehouse date: 17. Feb. 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition for a broken off thread were identified. This non-conformance is not relevant to the complaint condition because noted is related to clerical errors within the manufacturing documents. H3, h6: investigation summary: it was reported that during an unknown procedure on (B)(6) 2020, the driving cap broke off inside the insertion handle while malleting. It is unknown if there was a surgical delay. There was no negative impact on the patient reported. Surgical outcome is unknown. Flow: damage . Visual inspection: visual inspection performed at customer quality (cq) identified the driving cap broken at its groove portion proximal to the distal tip. The device was observed broken at the region of its change of cross-section at the groove origination point. The tip was returned lodged in the insertion handle and is unable to be disassembled. No new issues were identified. A device failure was identified based on the review of the above drawings, no design issues contributing to relevant complaint condition were identified. Review of the manufacturing record evaluation showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Investigation conclusion: the complaint condition is confirmed as the device was broken. Based on the investigation findings has been launched to address the identified issue. The need for further corrective/preventive action will be assessed within the. Further investigation will not be conducted in this complaint as it will be addressed within. Sustaining engineering as also been opened to address this issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.